Event description:
A power-on-reset (por) condition was reported. The clinician programmer prompted the user to enter a serial number. The pt programmer was still able to change settings. It was noted that the pt programmer was "checked" and "the serial number was wrong." Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4),